Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 436 mg/dl at the time of the incident. The customer¿s other blood glucose was 437 mg/dl. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer reported air bubbles along the tubing length. The customer reported that the insulin exited at the quick release. Insulin pump will not be returned for analysis.